Manufacturer narrative:
Final device analysis of the lead (lot #0206372487) revealed the following: no anomaly found. Final device analysis of the second lead revealed the following: no significant anomaly found. All conductors were broken 27.5 cm from the proximal end of the lead due to overstress or damage.

Manufacturer narrative:
Product ID 3887-45, lot# 0206372487, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that a patient's trial lead had fracture and a fragment was left in the patient. The patient had caught her external trial lead on a tap and there was 'significant traction applied to it.' The patient reported increased pain around the lead insertion site and went to a clinic to have a health care professional (hcp) look at it. The patient turned off her stimulation and a nurse began to remove the leads. It was stated that the left lead was removed with 'a little' resistance. When the nurse tried to remove the right lead the insulation covering pulled back and the wire 'coiled up.' It was also stated that the right lead fractured and came apart leaving the internal conducting wires exiting the skin with no surrounding insulation. The nurse stopped and notified the physician. The physician took the patient to an operating room and x-rays were taken. From the x-rays, 'it became apparent' that the lead was significantly damaged with two proximal electrodes at the s4 foramen significantly displaced from the distal two electrodes. It was stated that there was still 'some' connection between the electrodes. It was noted that the two distal electrodes were impinging on the foramen on the outside. After several attempts to gently maneuver the lead out with traction, the lead once again broke and it was decided to leave what remained 'in situ.' The doctor put the patient on a course of post-operative antibiotics just to ward off any infection. The patient did not have an infection, and as long as she did not contract an infection, the doctor stated that she would recover without sequela. The doctor also noted that implantation of a permanent lead on the left side would most likely yield 'good' results. He also noted that it would 'probably be possible' to place a lead on the right side too. It was noted that the residual lead in situ 'could become infected.' If that happens the patient would need to have it surgically removed. The patient was going to be implanted with a permanent stimulation system in (B)(6) 2013. It was reported that there was no patient injury and the patient's status was 'recovered fully.' No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.